Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had an abscess on his back that was lanced. It was not reported or alleged that the lifevest caused or contributed to the report skin abscess but the patient had been wearing the device at the time. The patient's medical outcome is unknown. Reporting skin condition out of an abundance of caution.